Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon removal difficulty occurred. The lesion being treated was located in the non tortuous, non calcified left anterior descending artery (lad). The lesion was pre-dilated with a quantum maverick 2.5 x 15 (or 20) mm balloon. The physician was unable to cross the lesion with the taxus express2 8.8% 2.75 x 28 mm drug eluting stent. The physician dilated again and inserted a mailman wire and then the stent was able to cross. The stent was deployed to 12 - 13 atms, then dialed down, pulled negative and waited 8-10 seconds and the balloon stuck. The physician inflated the balloon again to 12-13 atms, dialed down, pulled negative, waited 8-10 seconds and the balloon disengaged. The guide was deep seated as well. No pt injuries or complications were reported. The pt's status was reported as good.